Event description:
It was reported that a patient had a pump pocket fill. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information clarified the previously reported event and reported that the patient had met with the physician for a normal pump medication refill. The "template" was used and it seemed that everything went "fine." The patient, then, began "feeling funny." It was not known how it was determined that the patient experienced a pocket fill. The patient was "doing pretty good," as of the date of this report, but "not as good lately." It was suggested by the physician that this was due to the patient being on the same mixture of medications for such a long time. The patient was "due for a pump replacement" (B)(6) 2012, due to normal pump battery depletion. After the pump replacement, the patient's medications were to be evaluated and possibly changed. The pump, overall, "dramatically changed" the patient's quality of life.

Manufacturer narrative:
Corrected the type of reportable event.

Manufacturer narrative:
Proximal catheter revision kit: model # 8596c, (B)(4), implanted: (B)(6) 2006, explanted unk; distal catheter revision kit: model # 8596a, (B)(4), implanted: (B)(6) 2006, explanted unk; personal therapy manager: model # 8832, (B)(4), implanted: (B)(6) 2010.